Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level went up to 402 mg/dl at the time of incident. Customer's current blood glucose value was 278 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. It was unknown whether the auto mode feature was in use or not at the time of incident. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.